Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported the device had sensing issues at implant attempt. The r waves reportedly dropped from 13.5 to 5.6 mv, and remained 'ok' through the analyzer. A new device was used. No patient complications were reported as a result of this event.